Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent logs to technical support and it is visible on the logs that the blower temperature alarms were active on (B)(6) 2018 and (B)(6) 2018. Technical support informed customer that the blower failure and electronics failure may occur due to the lack of maintenance. But the customer reported they are changing the blower inlet filter every 15 days. Customer determined that the issue was caused by faulty main electronics. Replacement parts were sent to the customer.

Event description:
Customer reported blower failure alarms was active on their bellavista 1000 unit. He swapped the blower and still does not work. Customer suspected main electronics failure and tried to change the blower controlling fet on the main electronic because he could see damage on it. He then reported that the machine is working well again after replacing it. Patient involvement is unknown.